Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an impedance alert. The alert showed a 190 ohm impedance value but the real measurement was 209 ohms. The implantable pulse generator (ipg) exhibited invalid data in the cardiac compass. The lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.